Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2012. They subsequently underwent left knee revision surgery on (B)(6) 2022, approximately 10 years 2 months post primary procedure. The patient has filed a short-form complaint in a coordinated action in (B)(6) with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
Recall number: z-0019-2022. 1038671-2025-00004 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00004 d10: concomitants: :(B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. :(B)(6) 200-02-32 - three peg patella 32mm. :(B)(6) 230-02-03 - optetrak asy,cr cemented femoral, sz 3,. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.